Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Insulin pump received with corrosion at the electronic and motor assemblies. No unexpected vibration anomalies were noted. Insulin pump received with intermittent button due to corroded keypad traces. Insulin pump had a cracked reservoir tube and battery tube threads.

Event description:
The customer reported going swimming in the pool with the insulin pump still attached to them. The customer stated that the device was not working and is vibrating without an alarm or alert. The customer's blood glucose was 188 mg/dl. The customer stated that they were out of the country. The discontinuation of the device was advised. Nothing further was reported.